Event description:
During ambulance transport of a critical patient, the ventilator stopped ventilating the patient two times en route. The emergency medical technician (emt) noted after the first occurrence that one of the twist-on connections was slightly loose. However, it was noted that after the second occurrence, all of the connections were tight. Both times that the ventilator stopped, the patient was removed from the ventilator and bagged with a bag valve mask without adverse effects. The ventilator was turned off for several minutes and turned on again, and applied without any further issues after the second failure. Biomedical engineering was notified of the issues and they requested the ventilator be sent to their department for inspection. Biomed sent the ventilator to carefusion for testing.